Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32 mg/dl. The customer was treated for the low blood glucose with soda and a banana. The customer stated that last year, her blood glucose dropped to 21 mg/dl. The customer reported infusion set cannula to appear bent. The customer also reported a bruise and something that looks like a pimple. The product was not returned for analysis.